Event description:
Device 1 of 3. Reference MFR report#1627487-2015-08132. Reference MFR report#1627487-2015-08133. It was reported the patient ((B)(6)) experiences seizures when the ipg is approached with the patient programmer wand. Reportedly, the patient suffered from dystonia. Troubleshooting was attempted to no avail. Surgical intervention was undertaken, explanting and replacing the ipg which resolved the issue. During the procedure, the right dbs extension became stuck in the ipg header. As a result, the extension was explanted. The patient has effective therapy on the left side with the one remaining extension.

Manufacturer narrative:
(B)(4). This device is not approved for sale in the USA, but is similar to a USA marketed/approved device. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report#1627487-08132. Reference MFR report#1627487-08133. Follow-up identified further surgical intervention was undertaken, explanting and replacing the remaining extension with a different model. Effective therapy was resumed postoperatively resolving the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.